Manufacturer narrative:
D9): the device was returned to the manufacturer on 14feb2023. G3): the device evaluation and investigation completed on 16feb2023. H3): the elca catheter was returned with the marker band missing from the distal tip, but it was returned with the catheter. Visual inspection found glass beads in the epoxy at the distal tip and along the sides in the area where the marker band was missing. The glass beads are a part of the manufacturing process, and not considered a defect. Biologics were present on the distal tip and the detached marker band found no major damage or signs of deformation.  H6): type of investigation code 10 replaced 4114; investigation findings code 3252 replaced 3221. All other codes remain applicable as submitted in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat an in-stent restenosis of a calcified lesion in the ostial region of the patient's right coronary artery (rca). The physician chose a spectranetics elca coronary atherectomy catheter to treat the patient. During the procedure, the physician was lasing in the presence of contrast medium when the elca's distal marker band detached within the patient. A 1 mm balloon was used to retrieve the marker band and removed successfully from the patient. A post-dilation balloon was used to complete the procedure. The patient survived the procedure with no reported harm. This event captures the elca device when the marker band separated, requiring intervention for removal.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was not returned, thus no investigation could be completed. This failure has been determined to be use related/failure to follow instructions. The physician lased in contrast media during the procedure. The spectranetics IFU states to flush all residual contrast media from the guide catheter, in-line connectors, lasing site and vascular structures adjacent to the lasing site, prior to activating the laser system. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.